Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a flashing medtronic logo and does not turn on. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. The customer reports being unable to pair device(s) with pump. Assisted with steps to pair but pump gave "device not found" message three times. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1812 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The pump was received with a flashing medtronic logo. Functional testing was not performed. The pump was immediately cut open to perform a visual inspection. Moisture damage was found along the electronic assembly. The unit was separated from the electronic assembly due to moisture damage. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, and cracked keypad overlay. In summary, the customer¿s allegation of flashing medtronic logo was confirmed due to moisture damage along the electronic assembly. The customer¿s allegations of no communication between pump to meter and no communication between pump and mobile app were marked as unknown. The unit was separated from the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.